Manufacturer narrative:
Follow-up #1 date of submission 05/25/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: during testing, the pump was powered on and immediately emitted a cs 020 call service alarm; the complaint was duplicated. Further technical analysis revealed an eeprom failure. The pump case was removed, and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump emitted a 020-0000 call service alarm that would not clear in order to troubleshoot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.